Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not start completely, and the reported issue was always occurring. Upon functional testing, the fse found that the reported issue was caused due to defective suite pc. To resolve this issue, the fse replaced the suite pc. After replacement of suite pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the azurion system would not start up completely. The system was not in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.